Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was 316 mg/dl at the time of incident and treated with insulin pump. Customer stated that the insulin pump buttons were unresponsive. Unable to complete troubleshooting due to insulin pump will be replaced. The insulin pump is expected to return for analysis.